Event description:
A study which evaluated intraoperative complications during retzius-sparing robot-assisted radical prostatectomy (rs-rarp) surgical procedures, was summarized in a literature article. The following complications were documented. The surgical procedures were completed at a single center and the data was collected from (B)(4) patients from (B)(6) 2010 to (B)(6) 2022. Of the reported injuries there was (B)(4) severe small bowel injury which required resection and anastomosis, (B)(4) major internal iliac artery injuries (medical intervention was not identified) and (B)(4) ureteral injuries which required anastomosis and/or reimplantation. Additional information was requested from the authors; however, no response was received. There were no da vinci device issues reported in the article.

Manufacturer narrative:
Based on the information provided, the causes of the operative complications cannot be determined. The article did not provide any specific information regarding the procedure dates or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Citation: alberto olivero, stefano tappero, francesco chierigo, ofir maltzman, silvia secco, erika palagonia, antonio piccione, aldo massimo bocciardi, antonio galfano and paolo dell¿oglio (2024). A comprehensive overview of intraoperative complications during retzius-sparing robot-assisted radical prostatectomy: single series from high-volume center https://doi.org/10.3390/cancers16071385.